Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient was on antibiotics for uti and they were not going to schedule the surgical appointment until after the uti was cleared up. They also reported that the ens battery device dying error message was seen. Contributing factors and resolution to the reported event were unknown. The patient was redirected to their healthcare provider for medical assistance. Additional information was received from the patient. They reported they were unable to increase stimulation. Contributing factors, actions/interventions, and resolution to the reported event were unknown. No further complications were reported or anticipated.